Event description:
Same case as MFR# 2134265-2011-03061. It was reported that post a stenting treatment procedure, stent thrombosis occurred. The 95% stenosed, concentric and de novo target lesion was located in the non-tortuous left anterior descending (lad) artery. Prior to the procedure, the patient was administered 600mg of clopidogrel. The lesion was predilated with a 1.5x12mm balloon and a 2.0x15mm balloon. Next, a 2.5x20mm taxus liberte stent delivery system (sds) was advanced to the middle third of the lesion and the stent was deployed. A 2.25x12mm taxus liberte sds was advanced to the proximal third lad and the stent was deployed. There was a gap between the two stents. The stents were well positioned and well apposed. During the procedure, the patient was administered heparin. Post procedure, the patient was administered 75mg of clopidogrel and 100mg of aspirin. Thirty six hours later, the patient presented with thoracic pain and EKG changes. The patient was remitted to surgery for thrombosis in the middle and proximal lad artery. The thrombosis was treated with balloon angioplasty and medication.

Event description:
It was further reported that the gap between the two stents was 4mm, the gap had adequate diameter and was angiographically free from significant "ateromatosas" obstructions. The patient also experienced chest pain, diaphoresis and st elevations 36 hours after the initial procedure. The first thrombosis was located at the middle third of anterior descending artery and the second thrombosis was at the proximal third of anterior descending artery. To treat the thrombosis, infusion of thrombolytic component was administered including 15mg of intracoronary bolus and 35mg continuous infusion for 1 hour. The medication resulted in increased coronary flow; however there were significant obstructions in segments of the lad. Therefore, a 2.0 x 15mm balloon catheter was inflated to 20atms which improved the diameter and flow rate in distal segments. Twelve hours after the follow up procedure, the patient presented with intense thoracic pain, diaphoresis, st elevated in anterolateral segment. The patient was transferred to cardiac surgery for myocardial revascularization. Due to the EKG changes, it was suggestive that the vessel segments involved were the same as the first thrombosis. The patient underwent an additional infusion of thrombolytic component (recombinant human tissue plasminogen activator) with positive results. The patient was discharged one week later.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).